Event description:
Clinical adverse event received for instability knee joint right. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Original implant date (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).